Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that the hl20 unit switched between the main power and battery power during a case. Ref.: (B)(4).